Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the ipg pocket site following an implant procedure. The patient was hospitalized and received IV antibiotics. Follow-up report indicated that the infection was resolved and the device was not explanted. There were no reports of further complications. The patient reports receiving effective therapy.